Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. Siemens is investigating the issue. MDR 2432235-2018-00003 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00004 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00005 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00006 was filed for the event occurred on (B)(6) 2017. MDR 2432235-2018-00007 was filed for the event occurred on (B)(6) 2017.

Event description:
Discordant, false reactive results were obtained for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on one patient sample on an immulite 2000 xpi instrument, while using reagent lot 433. The discordant results were not reported to the physician(s). An old sample for this patient was also tested on the same instrument, which resulted nonreactive. The sample was then tested on an alternate platform, resulting non-reactive. The non-reactive result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.

Manufacturer narrative:
The initial MDR was filed on 02-jan-2018. Additional information (17-jan-2018): the customer provided historical results of patient, result obtained on the alternate platforms and result obtained for toxoplasma igm. Additional information (12-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the event data. Adjustment data from 06-oct-2017 and 04-dec-2017 indicated imprecision with the assay. The customer did not provide patient samples for in-house testing. None of the samples were tested with heterophilic blocking tubes and/or with non-specific antibody blocking tubes. The hsc specialist determined that the calculated specificity at the customer site on immulite 2000 xpi toxoplasma igg kit lot 433 is 97.4%. The specificity results from the 3 studies in the immulite 1000 toxoplasma quantitative igg instructions for use (which is where the immulite 2000 toxoplasma quantitative igg claim resides) have 95% confidence limits ranging from 94.2% - 100%. The customer is currently using toxoplasma igg kit lot 437 and not experiencing any issue. The cause of the discordant, false reactive toxoplasma igg result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. Initial MDR indicated that the sample was repeated on an alternate platform, which resulted non-reactive, and non-reactive result was reported to the physician(s). Based on the information received on 06-feb-2018, the sample was repeated on two alternate platforms, both resulting non-reactive. The non-reactive results were reported to the physician(s). Mdrs 2432235-2018-00003_s1, 2432235-2018-00004_s1, 2432235-2018-00005_s1, 2432235-2018-00006_s1, 2432235-2018-00007_s1, and 2432235-2018-00062 are filed for the same issue.

Event description:
Discordant, false reactive results were obtained for igg antibodies to toxoplasma gondii (toxoplasma igg) assay on one patient sample on an immulite 2000 xpi instrument, while using reagent lot 433. The discordant results were not reported to the physician(s). An old sample for this patient was also tested on the same instrument, which resulted nonreactive. The sample was then tested on the alternate platforms, resulting non-reactive. The non-reactive results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg results.